Manufacturer narrative:
Additional narrative: the expedium dual innie castle nut tightener [product code: 2797-22-870] was not returned to the customer quality unit (cqu) for evaluation. A photo was provided and in the photo one of the four castle nut tabs on the tightener had become fracture. A review of the device history record (DHR) for the expedium dual innie castle nut tightener could not be conducted as no lot number was provided. The device was not returned to the cqu from which the lot number could be taken directly from the sample. Therefore, without the lot number, no review of the manufacturing records could be completed. No emerging trends were found requiring further actions. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. No systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The castle tightener 2797-22-870 was being used to tighten the outer locking screws of a fas deformity construct. After approx 8 screws had been tightened the end of the tightener sheared off and three broken pieces separated from the shaft. All 3 parts were extracted from the wound.